Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of irritation, swelling, edema, swollen pockets, knots, nodular, erythematous, and tender are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings ¿ injection procedure reaction to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms starting early after treatment and with less than 7 days¿ duration. Refer to the adverse events section for details. Adverse events per table 1: injection site responses by maximum severity occurring in > 5% of treated subjects, possible injection site responses post injection with juvéderm® ultra plus include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Postmarket surveillance the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, antiinflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Healthcare professional reported that a patient was injected in the perioral area and the lips with two syringes of juvéderm volbella® xc. About 2.5 months later, the patient was injected in the marionette lines with juvéderm® ultra plus. Three months after that, the patient was injected in the mid face with an unspecified amount of juvéderm voluma® xc. Around one week following the third injection, the patient developed "irritation" and swelling around the lips. Edema was also present around the perioral area, and the bottom lip "had two swollen pockets that were visible." Healthcare professional described there were, "knots on the bottom lip" and it "felt nodular all around." Symptoms were additionally noted as erythematous and very tender. One to two weeks after symptom onset, vitrase was given as treatment which improved the swelling and the top lip but the bottom lip "still had knots." A second treatment of vitrase was administered 3 days later. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID 3005113652-2017-01741 ((B)(4)) and MDR ID 3005113652-2017-01743 ((B)(4)). This MDR is being submitted for juvéderm® ultra plus.

Event description:
Additional information: patient¿s symptoms resolved 8 weeks following the last vitrase treatment.